Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 20mg/dl. The customer states the sensor alert for low of 76mg/dl. The customer states the lows caused them to lose control while they were driving, and they crashed. The customer's most current level was 267mg/dl. The customer was taken to the hospital by paramedics. Troubleshoot was conducted. The customer was advised to monitor the device. The customer was transferred to inquire about replacement transmitter.